Event description:
Received information regarding a cartridge alarm during the load process. Customer's blood glucose level was impacted. Customer reverted to manual injections.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.